Manufacturer narrative:
Failure analysis for fiber (B)(4): the metal cap is detached and not returned; the glass cap exhibits severe devitrification at the output area; the glass cap exhibits mild detritus buildup around the devitrification; the outer flow tube exhibits contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that after 112,784 joules and 12:37 minutes of use, the fiber burned. Also reported that the metal cap was detached. The fiber tip / cap was cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.